Event description:
(B)(4). I started having sharp pains on my left side in my pelvic area. I had an ultrasound done and the results were the coil was fine. (B)(6) 2014, I started having lower back pain andamp; bad cramps in my pelvic area. I miscarried twins at home went to the ER had CT scan done they said I had a cyst on my kidney. The pain became unbearable that saturday I went back to the ER screaming from pain sweating bent over. They did an ultrasound andamp; xrays still nothing. Sunday at 5:30am I was back in the ER screaming from pain unable to talk another ultrasound andamp; xrays and finally a gynecologist that said the coil did not look right but because of the inflammation he couldn't see my left side clearly. A week later I'm in his office he does a pelvic ultrasound and says the coil is out of place it was no longer in my left tube. Two weeks later I had to have a partial hystorectomy. My surgery took longer than usual because of all the scar tissue. My uterus was fused together and the dr said when he opened my uterus the coil was in the middle embedded in the top layer of muscle of ny uterus.